Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump button was not responding. The insulin pump exposed to change in altitude. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. The device will be returned for analysis.

Manufacturer narrative:
Device passed the self test and displacement test. All buttons functioning properly. However, moisture damage to the keypad connector on electrical board during visual inspection noted. Device passed keypad voltage test. Device was received with a cracked case (battery tube), and cracked battery tube threads.